Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a creo mis locking cap is loose with subsequent rod migration and patient is experiencing symptoms 7 months post operatively. This event occurred in japan.